Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office reported that patient started whitening sunday night and woke up monday morning with a swollen lower lip. The patient stopped using all kör products on her own and woke up this morning (tuesday) with both lips swollen, so she went in to see her dentist. I informed office to advise the patient to discontinue use of the kör desensitizer permanently (which she did), and if she needs to, the patient can see her general practitioner to help with any swelling/symptoms. Heard back from dental office on july 10, 2017, patient returned to normal after a week with no support from her general practitioner. The patient has since resumed whitening without the used of the kör desensitizer and has had no further issues.